Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping were noted during testing. The insulin pump was also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had ramping numbers and alarmed button error. The customer stated that she was trying to enter her carbohydrates into the insulin pump when the numbers began scrolling up. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.